Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated CAPA (B)(4) to further investigate intermittent versacut handpiece operation.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report had been provided by the facility. A lumenis engineer and technical expert evaluated the subject device confirming that the connection cable at the bottom of the handpiece had separated at the base. Since this malfunction led to a cancelled procedure and prolonged patient hospitalization by one (1) day, lumenis is reporting this event as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. The device is expected to be returned to the manufacturer for product investigation. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that a doctor experienced intermittent operation of their versacut tissue morcellator while performing a holep procedure. The doctor had stopped the procedure and after receiving a new handpiece the following day, the doctor had successfully completed the procedure.